Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with a crack on the lower left front corner of the top case and a big crack on the bottom case. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed a "primary audible alarm post" error. To further investigate the reported issue, a power up process was performed and the reported issue was duplicated. The issue was determined to be caused by a high profile c9 being broken off from the interconnect board due to the pump being dropped or mishandled by the customer. The interconnect board was replaced and pump passed all functional test.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a check plunger alarm. It is unknown if there was a patient involved.